Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that for the past few days she has experienced high blood glucose. It has been between 200 and 600 mg/dl and she is not able to bring them down with the insulin pump. Customer stated that her doctor advised to revert to manual injections. Blood glucose value was 550 mg/dl. It was stated the drive support cap is recessed. Customer had removed and discarded the infusion set and was unable to complete the troubleshoot. Time, date, basal rates and bolus wizard are set up correctly. Customer stated the bolus history was accurate. It was unable to perform the high pressure test as the customer did not have a tubing clamp. Nothing further reported.